Event description:
It was reported that the patient underwent a c4-c5 fusion using rhbmp-2/acs mixed with allograft, and utilizing posterior instrument ation and a cage. Within approximately 1 year post-op, the patient was diagnosed with injuries including but not limited to, ectopic bone growth, cervical swelling, nerve damage, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.